Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was trying to take insulin due to her high blood glucose but the insulin pump was not responding. The customer's high blood glucose level was over 400 mg/dl. The drive support cap was sticking out. The customer declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.